Manufacturer narrative:
Manufacturer ref# (B)(4). H10) updated to include medsun report reference number. The event is still considered as not reportable under FDA 21 cfr part 803 as the event does not involve death, serious injury, or a device malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Corrected data compared with medwatch/medsun report #(B)(4). D3: cook medical incorporated, bloomington, in d6b: (B)(6) 2025 e1: last name: (B)(6). No serious injury or death has been reported. There is no evidence that the device malfunctioned nor caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the use of the device which would be required to prevent permanent impairment or damage to the patient. No alleged malfunction has been reported. The event is therefore considered as not reportable under FDA 21 cfr part 803 as the event does not involve death, serious injury, or a device malfunction. William cook europe have previously informed FDA of the occurrence and associated CAPA in relation to res 97615 (see attached summary). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to cook representative and medsun (B)(4): they implanted the device and then realized minutes later that the device was the subject of a voluntary recall. The procedure was successfully completed with the device in question. From medsun report received 16jan2026: surgeon was provided (from cook medical sales rep) the zenith alpha 2 thoracic endovascular graft to place inside the patient. Surgeon was later notified from the sales rep that the device implanted was voluntarily recalled on [redacted]-68 days ago- due to the potential of scrapings of ptfe [polytetrafluoroethylene] coating from the ptfe coated nitinol release wire inside the graft may be released during the deployment. Patient outcome: the procedure was successfully completed with the device in question. No adverse effect due to the product reported.